Event description:
The MFR rep reported the pt underwent replacement of their infusion system secondary to a potential pump rotor failure. The patient had been experiencing a decrease in therapeutic effect. A rotor test was performed with a questionable rotor stall. The patient was scheduled for replacement. The hcp was also unable to aspirate the catheter during the revision so the catheter was also replaced. The pump was returned to the manufacturer for analysis, the catheter was disposed of. The drug used in the pump is morphine sulfate. No specific patient symptoms were reported. Add'l info has been requested from the hcp, but was unavailable on the date of this report. See MFR report # 6000030200701579.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.